Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) checked the system remotely and confirmed that the system was unable to boot up. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found that the ippc was off, power cable supplying the ippc was delivering low voltage. On further troubleshooting, the fse found that a breaker on the mpdu had tripped, resulting in a loss of phase 2 power and the f23 fuse was found to be blown. The fse reset the breaker and replaced the blown fuse, but the issue persists. To resolve the issue, the fse replaced the ippc in the m cabinet and reinstalled system software. The defective parts were sent for analysis, for ippc, no malfunction was observed. After replacement the device returned to good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was not booting up. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.